Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics. Pump received with broken battery tube threads and cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that battery compartment and display window was cracked. It was also reported that display screen was blank. Customer's blood glucose was not reported.